Manufacturer narrative:
The controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual testing failed due to contamination found on the driveline connector. Log file analysis revealed that one (1) electrical fault alarms were logged on (B)(6) 2017. The electrical fault alarms were indicative of an open phase in the front stator. The controller was returned for evaluation. Based on the available information, a possible root cause can be attributed to contamination by foreign material of the driveline connector or a marginal driveline connection. Based on the available information, a possible root cause can be attributed to contamination by foreign material of the driveline connector or a marginal driveline connection. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that a patient experienced an electrical fault alarm on (B)(6) 2017. A field safety engineer examined the patient¿s controller and found a sticky, black fluid on the outside of a controller¿s pump connector. A cleaning procedure was performed on (B)(6) 2017 and the patient¿s controller exchanged with no reported patient consequence. These actions are reported to have resolved the issue.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. In addition, failure to ensure a secure connection between the driveline and controller may cause an electrical fault. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU and patient manual caution the user to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient experienced an electrical fault alarm on (B)(6) 2017. A field safety engineer examined the patient's controller and found a sticky, black fluid on the outside of a controller's pump connector. A cleaning procedure was performed on (B)(6) 2017 and the patient's controller exchanged with no reported patient consequence. These actions are reported to have resolved the issue.